Event description:
The customer reported an issue with the autopulse nxt platform (sn (B)(6)), stating it did not function during patient use. Despite multiple attempts, the nxt platform failed to initiate compressions. The battery was removed and replaced, but the failure continued. Although the power buttons were cycled and correct procedures followed, the problem persisted. After the incident, the crew tested the nxt platform with the same batteries, and it delivered compressions; however, a burning plastic or rubber smell emerged. The test was halted, and the battery was taken out. During testing, the autopulse nxt emitted a beeping sound every few seconds, but the alert light never activated, nor did it illuminate during the initial failure. Per the customer, the batteries used during the reported event were fully charged before being used with the nxt platform. No consequences or impacts on the patient.

Manufacturer narrative:
The customer's complaint that the autopulse nxt platform (sn (B)(6)) failed to initiate compressions, emitted an unpleasant odor, and generated a beeping sound was not confirmed during the functional testing and the archive data review. No device malfunction was observed during the testing, and the nxt platform functioned as intended. The burning smell from the motor is expected, as this platform did not have the "pre-baked motor." Compression testing will help burn off the manufacturing oils to prevent recurrence. The complaint regarding the autopulse nxt emitting a beeping sound every few seconds was due to the device being in "continuous" mode, where the platform does not pause and beeps at the start of every eighth compression. This may have been perceived as a malfunction when no patient was present. According to the user guide, the average deployment time for manual CPR is five seconds. The nxt is functioning within its specifications and expected performance. The archive data indicated no fault or alert messages. The nxt platform passed the functional testing without fault or error, and the customer-reported complaints were not reproduced throughout the testing. The platform was tested using the mztf (medium zoll test fixture) with four batteries until discharged without faults or errors. Following service, the autopulse platform passed the run-in and final tests without fault or error.